Manufacturer narrative:
The device was not returned for investigation and angiograms were not available for review. Based on the narrative provided by the representative, the user had no prior training for the deployment of the manta device and deployed manta with too much force. This resulted in the failure of the manta device to create a hemostatic seal as designed. Three due diligence attempts were made to obtain additional information to determine the location of the manta implant; however, they were unsuccessful. Due to the lack of information, this complaint cannot be confirmed nor if the excessive force by the user was applied to the manta implant with the lock advancement tube or if excessive force by the user was applied by pulling back with the delivery system without proper balance with the lock advancement tube. The IFU lists as precaution: the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device. Additionally, the following adverse events related to the deployment of vascular closure devices has been identified in the IFU: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed and confirmed this type of incident is a known risk. The occurrence level of this type of incident remains below the risk documentation acceptable limit. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design or labeling.

Manufacturer narrative:
The IFU lists vascular complications resulting in bleeding requiring surgical repair as a possible adverse event. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
It was reported that on (B)(6) 2019 a fellow who had received no training on manta deployed an 18f for closure following a tavr. No teleflex representative was present at the procedure. It was reported that the fellow "deployed manta with too much force and the manta did not seal". The patient was sent for a surgical cut down and repair. The patient was said to be fine following the procedure.